Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively established during this evaluation. The account reported that the patient expired on (B)(6) 2018 and the cause of the death was unknown. An autopsy was not performed and information regarding whether the patient outcome was device or therapy related was not provided. It was communicated that privacy laws prohibited the hospital from providing further information regarding the patient and the reported patient outcome. It was also reported that heartmate ii lvas, serial number (B)(6) , was not explanted and would not be returned for evaluation. The heartmate ii lvas instructions for use (IFU) lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away. The cause of death was unknown. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.